Manufacturer narrative:
During investigation, fluid was observed inside the telescope, and distal tip assembly. It was observed that the guidewire exit port was lifted. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire (0.014") that was used during the procedure was returned and the tip ball is intact. The guidewire was inserted, and there was no indication of any resistance for tracking the guidewire. Furthermore, upon image characterization testing, good square image appeared in the system and the product performed within specification. No kink was observed in the sheath assembly. On april 12, 2006, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with the implanted stent (s). This safety alert was reviewed with FDA's office of compliance and deemed appropriate to further mitigate patient risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was a pci procedure. A guide catheter was engaged; launcher 7fr. Jl4. A guidewire was inserted; grandslam due to highly tortuous vessel. Also, a guidewire; renate was inserted to protect lca. It was inflated at 16 atms with bc; mercury 3.0-224. And then, this unit, atlantis was inserted to observe the vessel diameter. There was not problem with crossing the inflated stent, but it was stuck in stent when it was removed. It was a very tortuous vessel, so stent strut would have caused the trouble. There was no blood flowing trouble or complication. Also, the stent was not moved because it was stuck. However, it could be thought that the stent was shrunken when it was deeply inserted into coronary. To remove the catheter, a guidewire; choice was used to cross the lesion, and bc; mercury 3.0-20 was inserted into the lesion where it was stuck. It was successfully removed. (At this point, the balloon was not inflated yet.) The procedure was succesful after the lesion was dilated with bc; mercury 3.0-20. There was no complication found. The patient was out of the hospital on february 14th.